Event description:
It was reported that after the procedure, the device displayed an error. It was also noted that the fiber was fractured. The procedure was completed using the original device. There was no report of patient complications. This report is for the fractured fiber.